Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the alleged meter issue began on (B)(6) 2014. The patient stated that when she attempted to obtain a reading with a blood sample, the subject meter counted down from 5 to 1 then displayed an error 5 message instead of the blood glucose reading. The patient had used several test strips in an attempt to obtain a reading; however, she was unable to. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took extra food/drink in response to the alleged meter issue. The patient denied having developed symptoms; however, she stated that her son called ems on (B)(6) 2014 at 12:30 pm. The patient's blood glucose was tested using the ems device and the reading obtained was "26 mg/dl". The patient stated that she received ems treatment with glucose. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the patient was using the correct testing technique and the test strips had not expired or been open for longer than the discard date. During a walk-through test, the test strip drew in the blood sample; however a blood glucose result was not displayed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have received hcp treatment for a severe low blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (12/26/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6)2014 and evaluated by lifescan product analysis on (B)(6)2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.